Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited impedance less than 100 ohms. Surgery was performed and the physician found that the lead could not be properly connected to the implantable cardioverter defibrillator (ICD) due to the lead's connector pin being -crooked-. The lead was removed and replaced.